Event description:
The pt's device reportedly had extruded. The pt was seen by the surgeon. In 2004, revision surgery was performed. The surgeon observed tissue inflammatory reaction around the device. The area was cleaned and covered with fascia and periostium. The cii device remains implanted.